Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead. Hcp tried to put the lead down introduced and when they pulled it back out, the lead stretched and they broke the lead ad the tip. It was replaced and a new lead was implanted. The issue was resolved at the time of the report. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis identified that the distal end of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory.analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.